Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('essure coils was lodged in her uterin wall') in a 38-year-old female patient who had essure (batch no. 886672) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), lasting 212 days. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2014. In (B)(6) 2013, the abdominal pain had resolved with sequelae. At the time of the report, the embedded device outcome was unknown. The reporter considered abdominal pain and embedded device to be related to essure. Lot number: 886672 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('essure coils was lodged in her uterin wall') in a (B)(6) female patient who had essure (batch no. 886672) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), lasting 212 days. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2014. In (B)(6) 2013, the abdominal pain had resolved with sequelae. At the time of the report, the embedded device outcome was unknown. The reporter considered abdominal pain and embedded device to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.